Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus and the customer¿s complaint was confirmed. The device was returned without the original outer packaging, but within the original inner packaging. The stylet was returned. The biopsy adapter valve and syringe and stopcock did not return. Upon initial observations, there was a kink near the distal end of the sheath, approximately 4.375 inches form the distal tip of the sheath. There was also a kink at the very proximal end of the sheath when in the fully retracted position. The distal hypotube was present. The needle tip was sharp and without damage. When fully advancing the needle, the needle was able to extend approximately 1.4375 inches. The extension and retracting of the needle was smooth and without any resistance. There were small traces of bodily fluid or blood on the needle, consistent with usage. The rotating adjuster knob was able to rotate and lock into place. The connecting slider clicked into both positions. The handle lock was able to slide and lock into position, as intended. When extending and retracting the needle, the kinks move synchronously with this motion. As a result, there is likely the kink in the needle taking a permanent set. This is confirmed by the initial event saying: "as soon as the end of the scope is flexed (which is almost always necessary to get the gland in view), an obstruction occurs". Based on the kinks and the comments saying that the needle will be obstructed when attempting to flex into the correct positioning, this complaint is likely the result of the needle not being flexible per the application used. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during testing of the needle in the scope outside the patient, they noticed that the needle can be utilized normally when the scope is straight. However, during the procedure when the scope is flexed to get the gland in view, an obstruction occurs. This problem repeats itself in the next patient. There were no reports of patient or user harm associated with this event. The customer stated concerns that this impacts the length of the procedure and the patient is under a longer sedation. And by deviating from the desired needle, there is a greater chance that not enough glandular tissue can be collected, so that the patient does not receive the desired care. The customer reported this event occurred with the needle model # na-u401sx-4021 but returned model # na-u403sx-4019. This report is being submitted for model # na-u403sx-4019 concerning the difficulty of deploying the needle. This event is related to the following patient identifiers: (B)(6).

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to forcing the device through resistance when the bending portion is angulated quickly. The event can be prevented by following the instructions for use which state: "do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage." Olympus will continue to monitor field performance for this device.